Event description:
It was learned via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for three (3) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 25mm konect resilia aortic valved conduit.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: based on additional information provided by the customer, the failure mode of the valve was determined to be endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In light of this, this complaint is no longer reportable since the onset of the disease was after 60 days of implantation. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. H11: corrected data: h6 (health effect-clinical code, device code, type of investigation).

Event description:
It was learned via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for three (3) years and two (2) months, was explanted due to staphylococcus epidermidis endocarditis. The patient was presented with chest pain. The explanted device was replaced with a 11060a 25mm konect resilia aortic valved conduit. The patient was stable at the end of the procedure.